Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted on an unspecified date due to unspecified reasons. A new ipp device was later implanted.